Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge flag had broken off on the console. The root cause of this issue was a broken purge flag.

Manufacturer narrative:
E1, e2, e3: the name and occupation of the initial reporter is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant had a pump support ongoing when there was a purge disc/aic failure. The aic was replaced to resolve the reported issue. The aic failure occurred during patient use but no harm or injury was noted from the interruption in the support.